Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a polypectomy. An erbe nessy omega neutral electrode [ne, part number (pn) not provided, lot number (ln) not provided] and a medi service snare were used. No other information was provided regarding any other accessories or the esu's settings used in the procedure. Per the reported event, a perforation in the sigmoid colon occurred during the interventional work. The patient was released without symptoms on the day of the procedure but returned the next day with pain. A sigmoid resection was performed, requiring a 10-day hospital stay.

Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Based upon the information, there are most likely many factors involved in the reported incident (i.e., such as the characteristics of the polyp, equipment settings, activation time, etc.). Nevertheless, during the interventional work, the remaining tissue of the bowl did not stay intact which resulted in the perforation. Finally, no conclusive determination could be made as to the cause of the incident. Erbe USA is closing the file on this event.